Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened cvc kit. The guide wire was assembled inside the guide wire tubing. Signs of use in the form of biological material were observed on the guide wire surface. Visual analysis of the guide wire did not reveal any kinking or any other defects/anomalies. The overall length of the guide wire measured 603mm, which is within the specification of 596mm-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.790mm, which is within the specification of 0.788mm-0.826mm per guide wire product drawing. The guide wire was inserted through the returned arrow raulerson syringe (ars)/18ga introducer needle subassembly. No resistance was encountered as the guide wire passed completely through the subassembly. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage.". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was not able to be confirmed through complaint investigation of the returned sample. Visual analysis did not reveal any damage on the guide wire. Likewise, the guide wire met all relevant dimensional and functional requirements. A device history record review did not reveal any relevant findings. Based on the customer report and the sample received, no problem was found with the returned kit. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the nurse found the swg kinked during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 3006425876-2025-00108 and 3006425876-2025-00109.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the nurse found the swg kinked during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report number 3006425876-2025-00109.